Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera ethernet cable was replaced due to the damage. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A07 was coded for wires being exposed on the cable. A05 was coded for damage to the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-04 00807942 (rep, for): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that both the upper and lower camera ethernet cables were cut, broken, and damaged. The inside wires were exposed which required replacement. The probable cause was that the issue was caused by improper handling while removing, installing, and storing the camera arm in the blue cart case. There was no patient involvement. 2024-jul-8 e1 (rep, for): no new information.

Manufacturer narrative:
H3: the camera ethernet cable kit was returned to the manufacturer for analysis. Analysis found that one of the two network cables in the returned kit had a damaged cable jacket near one connector exposing the internal wires, but there were no bare conductors. Otherwise, both cables, as well as the bulkhead connector, passed a continuity test with no opens or shorts detected. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.